Manufacturer narrative:
Complaint was confirmed through review of product received. The area where the insertion bolt attaches to the jig received showed visible signs of damage. It was found this product probably does not meet the level of a rough surface; only a slight deformation. DHR review shows the most likely condition of the product was conforming prior to receipt by the customer. Complaint search for part 211201201 shows a total of 7 complaints associated with the insertion jig since 2011. 2 complaints in 2011, 2 in 2012 and 3 in 2014. 3 complaints related to assembly/disassembly issues were documented in 2014 for the jig including this complaint for which no assembly issues were documented, just visible signs of damage/wear. 2 additional complaints documented with lot e1kdl4 that were unrelated to this complaint. The suspected root cause of the damage is a lateral movement of the insertion driver against the jig and less likely wear based off review of product. This was probably caused when a prior user had difficulty removing the insertion bolt, or other misadventure. The most likely risk associated with damage/wear of this product is assembly/disassembly issues, for which risks have all been assessed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The package insert under "care and handling of instruments" number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Following review, no new risks were identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034 -2017 -07713. Zimmer biomet complaint (B)(4).

Event description:
It was reported during a hip procedure on (B)(6) 2014 that the jig was found to be rough at the point where the insertion bolt is attached. It was reported that it was rough enough to tear the scrub nurses glove. There was a delay while the second set of instruments were opened, it is unlikely to have been more than 30 minutes. No adverse events have been reported as a result of the malfunction. No additional information has been provided.